Event description:
It was reported all connections were lost. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone number: (B)(6). The following functional tests were performed: the philips remote service engineer (rse) used philips remote service (prs) primary to check all devices which looked normal. Central station still could be reached by internet protocol (ip). The rse discovered the central station wireless medical telemetry system (wmnts) alerts had been cleared. After restarting the monitor service, all device connections came back up and the site's telemetry worked normally. The rse noted there was no root cause for the issue. The customer reported the effects were hospital wide patient monitoring as they only use telemetry. Good faith efforts (gfe) confirmed this was a philips supplied network. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. After the rse restarted the monitor service, all connections resumed. No further investigation or action is warranted at this time.